Manufacturer narrative:
Submit date: 3/6/2017. Follow up is being conducted requesting additional information about the patient involvement/medical intervention; upon receipt, the information will be forwarded. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the uvc began to leak blood in less than 24 minutes after insertion a patient was involved. Medical intervention was required. The uvc was replaced.